Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external abrasion breaching the outer insulation 16.0-17.0 cm from distal end consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.